Event description:
It was reported the patient fell causing high impedances, pain at the ipg site and unable to go into MRI. Surgical intervention was undertaken during which the system was explanted and replaced to address the issue. New ipg was placed in a new pocket. Therapy was restored post-surgery. Note: it is unknown which lead is related to this issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000084878. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.